Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to wiggle the usb cable while inserted into the pump usb port in order for the pump to charge successfully. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully with no further issues by using an alternate usb cable.